Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized in april and may of 2014. The cause of the customer's hospitalization was from low blood glucose and seizures. It was also found the customer would not feel the onset of their low blood glucose. The details of the hospitalizations were not provided. The insulin pump will not be returned for analysis.